Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and impedance has decreased but still within normal range. The patient was feeling dizzy and lightheaded a few days after implant. Furthermore, this lead was repositioned and was explanted the next day. A new lead with the same model was implanted. No additional adverse patient effects were reported.